Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient thinks that she cannot turn her generator off using the magnet. She has tried to use the magnet to turn the generator off, but thinks that the generator is still stimulating. It was reported that the patient moved to mexico about a year ago and does not currently see a neurologist. The manufacturer reached out to the local distributor to attempt to find out if the patient's generator is performing as intended. No additional information has been received to date.